Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker oversensed noise on the right atrial (ra) lead resulting in pacing inhibition. There was no evidence of asystole greater than two seconds. The device and ra lead were explanted. No additional adverse patient effects were reported.